Event description:
It was reported the endoscope preprocessor water filter replacement deadline had expired by roughly six months. The event occurred at reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1, h4, h6, h11. The device was not returned to olympus for evaluation. A field service engineer (fse) evaluated the device onsite and observed that the user had used a third-party filter. The fse replaced the water pre-filters and the internal water filter. Based on the results of the investigation, it was confirmed that the user did not use the device in accordance with the instructions for use (IFU) label. The IFU states: "do not disassemble, modify or attempt to repair this equipment and its accessories. Doing so could result in operator or patient injury and/or equipment damage or malfunction. Some problems that appear to be malfunctions may be corrected by referring to chapter 8, 'troubleshooting and repair'. If the problem cannot be resolved using the information in chapter 8, 'troubleshooting and repair', contact olympus p. 13". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.